Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one anti-tachycardia pacing (atp) and six electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy got exhausted. The device remains in service. No additional adverse patient effects were reported. Additional information was received, and the patient has received shock therapy due to atrial arrhythmia and is exhibiting swelling. Technical services (ts) was consulted and noted noise and crosschamber oversensing of ventricular activity in the atrial channel. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one anti-tachycardia pacing (atp) and six electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy got exhausted. The device remains in service. No additional adverse patient effects were reported.